Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery or charger faults, and will not power on monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pad were loose. The cause of the non-functional battery pack is the loose busbars. The root cause of the loose busbars cannot be positively identified. No adverse event resulted from the defective battery. Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation, contamination was found on the defib pins inside the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's battery was experiencing battery faults and will not power on the monitor. Additionally, the patient's monitor was returned to the distributor for an unrelated reason. Upon investigation, a reportable malfunction was found.